Event description:
It was reported there was low impedance. It was stated after they disconnected the extension from the implantable neurostimulator (ins) and added an adaptor and plugged it into the rechargeable ins the impedance of 0<(>&<)>2 was 59 ohms. It was stated the surgeon tried another adaptor, another ins, and various wipe-downs with no change in the ohms. It was further reported the low impedance remained an issue and it decreased to 52 ohms. It was noted the health care professional had decided to close the patient up. It was stated the impedances of the lead and extension with a twist lock connection into a screener box was going to be tested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported at the beginning of the visit on (B)(6) 2014 the impedances were low at 1<(>&<)>3 with left: c <(>&<)>0- 930, c<(>&<)>1 ¿ 665, c<(>&<)>2 ¿ 980, c<(>&<)>3 ¿ 662, 0<(>&<)>1 ¿ 1059, 0<(>&<)>2 ¿ 1446, 0<(>&<)>3 1056, 1<(>&<)>2 ¿ 908, 1<(>&<)>3 51, 2<(>&<)>3 ¿ 908. It was low at 0<(>&<)>2 on the right: c<(>&<)>0- 722, c<(>&<)>1 ¿ 1141, c<(>&<)>2 ¿ 728, c<(>&<)>3 ¿ 1008, 0<(>&<)>1 ¿ 1014, 0<(>&<)>2 ¿ 64, 0<(>&<)>3 1048, 1<(>&<)>2 ¿ 1014, 1<(>&<)>3 1585, 2<(>&<)>3 ¿ 1048. The cause of the impedance issue was not determined and it was unknown if it was device related. The patient also described >8 hours of charging time for their deep brain stimulator (dbs) rechargeable device. There were no lead fractures noted and reprogramming was completed and changed to avoid abnormal impedance settings. The patient outcome was unknown.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v818127, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v818127, implanted: (B)(6) 2011, product type lead; product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID 64001, lot# unknown, product type adapter; product ID 64001, lot# unknown, product type adapter. (B)(4).

Event description:
Additional information received reported it was unknown if the low impedances resolved. The cause of the impedance issue was not determined. It was noted the doctor was going to try and reprogram both generators. It was stated if the patient does not receive therapeutic benefit after the reprogramming then they will most likely be brought back to the operating room to determine if the lead, extension, and/or ins needs to be replaced. The patient status was unknown.